Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customers are receiving error codes # 1062 (invalid test result, read precision #), #1063 (invalid test result, read value # and #1118 (invalid test result, intercept too low) when running pt samples on the axsym digoxin iii assay. Axsym digoxin iii is a stat assay; delays in reporting results have the potential to impact pt management. Customers who do not evaluate pt samples individually when converting to axsym iii may report higher results when using axsym digoxin iii. For those digoxin pts also taking aldosterone inhibitors or steroid therapy, which suppresses axsym digoxin ii results, values higher than axsym digoxin ii are expected. A recall was issued and reported to the FDA on april 10, 2007. Abbott has not received any reports of adverse events related to this issue.